Event description:
It was reported that the patient had experienced shortness of breath and chest pain. It was found that the right atrial (ra) lead exhibited undersensing on atrial tachycardia/atrial fibrillation (at/af) episodes, resulting in unnecessary pacing at times resulting in ventricular safety pacing and occasional ventricular events in blanking. The ra lead also exhibited undersensing on stored at/afepisodes, resulting in termination of at/af detected event(s) in progress. It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited functional undersensing in the refractory/blanking period on the ventricular lead during at/af episodes, resulting in over-pacing. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.